Manufacturer narrative:
Results: one of the psr3d struts was fractured. Conclusions: evaluation of the returned psr3d revealed one of the two legs of the stent portion of the device was fractured. This damage was likely a result of forcefully retracting the device against resistance. If the psr3d is retracted into a microcatheter after capturing thrombus, resistance will likely be experience and damage may result. As reported, it may also have been a result of the cleaning process after the first successful pass. Penumbra system 3d revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). It was noted that the patient had a severe middle cerebral artery (mca) stenosis. During the procedure, the physician placed a penumbra system ace60 reperfusion catheter (ace60), the advanced a velocity delivery microcatheter (velocity) through the ace60. After that, the physician advanced a psr3d through the velocity. While attempting to re-sheath the psr3d after the first pass, the scrub technologist noticed that one of the two points of connection to the psr3d pusher¿s assembly was broke. It is unknown if the psr3d was broken upon removal or if the damage occurred during cleaning. Therefore, the physician opened a new psr3d and advanced it into the target vessel; however, reperfusion was not achieved. After two unsuccessful attempts, the physician decided to remove the psr3d. There was no reported issue with the psr3d. The procedure was completed using the same ace60, velocity, another stent retriever device and angioplasty. There was no report of an adverse effect to the patient.